Event description:
The customer reported that the unit would not boot up.

Manufacturer narrative:
The customer reported that the unit would not boot up. The device was evaluated by a philips rep at the customer site, and the reported symptom was confirmed. Replacing the optical switch resolved the issue.